Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an advance sling implant surgery, upon tensioning of the sling, it broke and "tore the sponge tissue surrounding the urethra and led to significant blood loss." The physician then repaired the tear and placed another sling which also broke, (see manufacturer report number: 2183959-2016-00131) but did not cause any damage to the patient. Since a third sling was not available, the physician "left it in place in hopes that it would scar in place and be effective." No further complications were reported in relation to this event.

Manufacturer narrative:
Additional information conclusion code updated.